Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 47 mg/dl. The customer was treated for low blood glucose with candy and food. Customer¿s blood glucose level was 220 mg/dl at the time of the call. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer declined to troubleshooting. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.